Event description:
It was reported that the implanted device was replaced, however, the information suggests that the recharger was replaced and not the implanted device. The patient was reportedly recharging their implantable pulse generator (ipg) and plugged the recharger into a ¿mains socket¿ while recharging and experienced a shock like sensation. The patient was advised to turn the device off and went to the accidents and emergency (a/e) department. It was further reported that the device was reset and the patient experienced normal sensation return to their affected arm. The device was reportedly left on as per patient¿s request and the patient was happy to leave with it on. The patient was also reportedly discharged from the a/e as no medical abnormalities were noted. It was noted that there was no harm, injury, or death and the recharger was sent in for investigation. It was later reported that the implantable pulse generator (ipg) was still in the patient at the time of the report. It was noted that the ipg was still working.

Event description:
Additional information received reported that in or about august 2013, the scs (spinal cord stimulator) malfunctioned and caused significant electric shock to the patient and, since then, the device had been defunct. As a consequence, the patient would be implanted with a new scs in the next number of weeks after the report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on 10/30/2013 that no further information was discovered. The patient was recharging in the same room, with the same socket. No cause was identified but all groups and programs were lost. The patient refused to have the system reprogrammed. The patient had made an appointment with her consultant but the outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomalies. The battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.